Manufacturer narrative:
Findings: unit was received with missing segment due to cracked zebra connector at lcd board. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker. (B)(4).

Event description:
The customer's mother reported via phone call indicating that the insulin pump had partial display. Customer's blood glucose was unknown mg/dl. The customer was using an (B)(6) aaa alkaline battery. Customer's stated that the device was not dropped or bumped. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.